Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix tpn bag had a hole. This was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: device available for evaluation?, device evaluated by MFR?, evaluation codes. The device was received for evaluation. Visual inspection revealed that the manual addition port cap had been removed, but the spike port was intact. The one-time-use clamp had been closed on the inlet tubing, evident due to a permanent deformation marking in the tubing and damaged locking teeth on the plastic clamp. This indicates the bag was successfully filled and then the clamp was broken and removed to empty the ingredients. There was ingredient residue on the sample, but no visible hole or puncture mark. Functional leak testing was performed by filling the device with water, and a large leak was observed on the bottom right corner of the bag. Microscopic inspection revealed that the leak location was an edge gouge caused by friction. Further microscopic examination revealed that the manual add port had been used. The cause of the condition was determined to be user damage to the bag after filling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.